Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06514. It was reported the pt experience overstimulation and discomfort whether stimulation is on or off. An impedance check was performed and revealed no anomalies. It was also reported the pt experiences pocket heating at the ipg site whether stimulation is on or off. The pt also feels warm all over her body when stimulation is on, but cools down when stimulation is deactivated. No further information is available at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.